Event description:
It was reported that the patient had surgery on (B)(6) 2018 and the system was explanted. Post-op, the patient was doing well.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to increase amplitude. Diagnostics revealed the t12 lead had high impedances. X-rays were unremarkable for lead migration. As a result, the patient is awaiting surgical intervention.